Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 and confirmed the leak from the pinch valve (pv43). The I-beam tubing in the normally closed position failed due to fatigue. The fse replaced the tubing, resolving the leak, and the instrument was verified. Failure mode is related to I-beam tubing through pv43. Per the operator's guide / IFU: warnings and precautions: beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that less than 10 ml of fluid described as a combination of clenz, diluent and blood had leaked from pinch valve (pv43) of the coulter lh 500 instrument. The leak was not contained to the instrument. The operator was wearing gloves, glasses and a lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.